Manufacturer narrative:
The insulin pump was received with broken off the belt clip rails, missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 12.3 mmol/l at the time of the incident. The customer stated that the o-ring came off. The customer stated that the belt clip holster snapped when he got in and out of the car. The customer stated that the ring was floating up and down the line. The product was returned for analysis.